Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code. Data analysis was performed which revealed the bd code was set due to 150 magnet applications. The battery recovered following removal of the magnet and automatic capacitor reformation showed an acceptable measurement. Additionally, a reset occurred during a telemetry scan due to a data transfer time out. This reset contributed to additional beeping tones and is believed to be benign. No adverse patient effects were reported.